Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer reached out to bd regarding vulnerabilities identified within their facility's alaris application for test and production environment servers. The customer is seeking assistance reviewing the vulnerabilities identified and asking for inputs on the remediation process. The customer specifically needed guidance on the vulnerabilities that can be addressed by bd; any potential impact on application services if remediation actions are taken. There was no patient involvement. Bd cybersecurity team engaged with the customer and provided instructions on how to address the vulnerabilities.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported issue of the facility¿s alaris server having multiple vulnerabilities were confirmed and addressed by the bd cybersecurity team. Laboratory testing could not be performed. The reported issue is with the alaris system manager server and not an infusion device. Bd cybersecurity team engaged with the customer and provided instructions on how to address the vulnerabilities. The bd cybersecurity website https://bd.com/cybersecurity, contains bulletins, patches and updates for the bd alaris software and other third party software. It is recommended to keep all bd software updated to the latest release to ensure the highest level of security and protection against potential cyber threats. Regular updates often include patches for vulnerabilities, enhancements in security features, and improvements in overall system performance. A review of the system logs could not be performed. The reported issue is with the alaris system manager server and not an infusion device. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of system manager server having multiple vulnerabilities is being attributed to the facility not running the pci-s script. The vulnerabilities related to .net core are being attributed to a false positive. The alaris servers do not support .net core. The vulnerabilities related to the ssl certificate are being attributed to an incorrect/outdated iss certificate. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer reached out to bd regarding vulnerabilities identified within their facility's alaris application for test and production environment servers. The customer is seeking assistance reviewing the vulnerabilities identified and asking for inputs on the remediation process. The customer specifically needed guidance on the vulnerabilities that can be addressed by bd; any potential impact on application services if remediation actions are taken. There was no patient involvement. Bd cybersecurity team engaged with the customer and provided instructions on how to address the vulnerabilities.